Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. The pump and the purge cassette were returned for investigation. Mechanical interaction with blood (hemolysis): data log was not provided or was not retrieved from the remote server. According to the given clinical details, hemolysis resolved after changing to a lower p-level. No damage was noted on the returned product. The pump was soaked in warm water, and biomaterial was found on the impeller. The biomaterial could not be removed from the impeller, but the pump was then tested in a bucket of water without any major performance-related issues. The cause of the hemolysis issue was most likely ingested biomaterial related to the patient's condition, based on the given clinical information and returned product investigation. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an impella cp pump had hemolysis overnight. The issue resolved with decreasing p level. The physician opted to remove the device anyway and place patient on va ECMO.